Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line). The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. The hp stated that the connection of the supply line to the supply bag was loose. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm. The tsr reviewed proper procedures, per the user manual, with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) indicated that the connection between a supply bag and the cassette line was loose. A loose connection is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.